Manufacturer narrative:
Results and conclusions: (inconclusive, no root cause can be determined). (No device returned for evaluation). No results available since no evaluation was performed. (B)(4).

Event description:
It was reported that during insertion of the ts introducer 6fr resistance was encountered at the moment of insertion. The skin had been cut with a scalpel before insertion; however, due to the resistance encountered the introducer tip was damaged when retrieving it due to difficulty when introducing it. Information received indicated that a 'hematoma and pseudo aneurysm¿ occurred. No details of intervention provided. No other clinical sequelae reported.